Event description:
The clinic reported that a laser vision correction patient presented with island of growth in the left eye 10 days post treatment. Account reported there was no loss of best corrected visual acuity (bcva). A flap lift, rinse and irrigation was performed the same day. The patient had good vision and the symptoms were resolved by (B)(6), 2014.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.